Manufacturer narrative:
The explanted device was not returned for eval.

Event description:
A complaint was reported of a suspected infection on the lead extension site. The doctor aborted the pt's trial. Also refer to MDR no. 2029203-2008-00522.